Event description:
The customer reported that a glucose measurement on a capillary sample was measured and reported a value of 0.8 mmol/l on the abl90. To validate this extreme low value the same sample was measured on architect as a serum sample and the value was 2.4mmol/l. Further investigation showed that 2 capillaries had been measured on the abl90. The first gave '?' For all results, and glucose value from this capillary was 2.5mmol/l (but with error messages). The second capillary reported glucose 0.8 mmol/l (without error messages). The sample measure on architect was measured on the abl90 and reported 2.4mmol/l (same as on architect). Based on the series of measurements, the customer reported the result of 0.8mmol/l from the abl90 as false low. No adverse consequences were reported for the patient as a result of this event.

Manufacturer narrative:
The data logs from the analyzer have been investigated, and the conclusion of the investigation was: what happened was that 2 capillaries samples from the same patient were measured in a short time frame, due to error on 1st sample (593 - insufficient sample). In the 1st sample, glucose measures 2.5mm (with ?) And the 2nd sample measures 0.8mm (without error messages) on glucose. From data logs provided, the assessment of the course of action is: during 1st sample a clot is introduced to the fluid pathway and this event is misinterpreted as an error # 593 - insufficient sample. During rinse, after 1st sample the clot is moved to the glucose sensor or the area around this. When the 2nd sample is measured, the clot alters the glucose concentration towards rinse level (0mm) and the readout of the sample is 0.8mm. Lactate is also providing slightly lower sample readout in the second measurement compared to first measurement (1.3mm in 1. Run and 1.2 in 2nd run). The problem is assumed to be caused by incorrect pre-analytical handling of the sample, which is a known challenge with capillary samples from infants. It has been advised to recommend the customer to use clot catches and to investigate if re-training is needed.